Event description:
A physician successfully closed an arteriotomy with the starclose device. Eighty-four days later, the patient presented at the cardiologist's office with a topical mass on the groin. The cardiologist performed a cut-down and removed 2.5" of nylon material.

Manufacturer narrative:
The device was not returned; however, a piece of foreign material was returned for investigation. The returned piece of foreign material is consistent with a segment of carved shaft nylon. The returned segment contained the remains of a lumen, that is present in complete, undamaged shaft nylon. There was no lot information. We were not able to perform device inspection or device history record review in this case.